Manufacturer narrative:
The received device had the needle mechanism deployed. The formed needle was visible in the exposed portion of the soft cannula. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to deploy as intended. No blood was observed on the device, but the exposed needle would have resulted in the bleeding/bruising. The downloaded data for the device returned an 0x33 alarm indicating that a command was not received from the pdm in the appropriate time limit. The device was reset and rerun and no other issues or alarms were found during insulin delivery. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced bleeding and bruising at the insertion site (hip/buttocks) after wearing the pod between 36 and 48 hours. A new pod was applied.